Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an inappropriate atrial tachy response episode due to oversensing of noise. Additional information provided noise was exhibited during implant prior to leads being connected to the device header. The implant was subsequently completed successfully and normal device function was verified. This crt-d remains in service. No adverse patient effects were reported.